Event description:
Surgeon's legal counsel reported patient underwent total hip arthroplasty on an unknown date. Legal counsel further reported patient underwent a revision procedure on an unknown date due to infiltration linfoplasmacellare caused by third body or reaction to the metal. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay that the complaint associated with patient (B)(4) is a duplicate of the complaint associated with patient (B)(4). (B)(4) and associated medwatch will be closed as a duplicate and any additional information will be assessed on (B)(4).

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Date of event. Brand name. Product / lot code / expiration date. Date of implant. Date of explant. PMA/510(k) number. Manufacture date. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "material sensitivity reactions. " this report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.